Event description:
It was reported that during a percutaneous coronary intervention procedure, bleeding did not stop. An hour after the start of the procedure, the physician attempted to turn off the rotational adapter of the y-connector, but the bleeding did not stop. It was estimated that about 50 cc of the pt's blood was lost. The physician changed the y-connector to stop the bleeding. It was noted that a blood transfusion was not needed. The procedure was completed with another of the same device with no add'l pt complications reported. The pt's current condition is listed as "good".